Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the por was determined to be due to the battery reaching normal end of services. The steps taken to resolve the issue included on (B)(6) 2024 the patient went to see their healthcare provider (hcp) to see next steps to take. Surgery was scheduled for (B)(6) 2024 to have old battery placed in (B)(6) 2014 out and put a new updated one in with new remote. The issue was not yet resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via healthcare provider who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor, fecal incontinence, and urinary dysfunction/sacral nerve stim. It was reported that the caller called with pt on speaker to report pt experiencing random shocking sensation and gradual return of symptoms that started 6 months ago. Pt denied any trauma to the area. Pt reported the shocking feeling would last anywhere from a few seconds to on/off for 3 hours. The sensation started in between the battery and spine and shocking sensation went up the spine. Pt reported 2-3 weeks ago getting an error message on their 3037 programmer that said por. Agent reviewed meaning of por. Pt reported they had not been to a follow-up appt with the managing physician in 12 years, and now it is difficult for the pt to get to that location. Agent suggested pt establish care with a new managing physician soon to have this issue addressed. Caller desired to have the manufacturer representative (rep) come out and clear por. Agent warm transferred caller to nas.